Event description:
On the event date the smith & nephew sales rep called to return this device for repair. There was no mention of pt injury at that time. On 2/9/01 the smith & nephew sales rep called to report that the intelijet was malfunctioning and caused an extravasation during an knee arthroscopy. Facility initiated an incident report.